Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there were clogged/blocked cannula(s). This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "it was necessary to use 5 different needles for 5 venipunctures resulting in a traumatic action on the patient (hematomas). There were no consequences for the patient, except for the fact that given the malfunction of the device, the sampling was repeated several times with the formation of hematomas."

Manufacturer narrative:
D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: bd received 1 slbcs from the customer for investigation. Sample was evaluated by visual examination and functional testing and the indicated failure mode for clogged with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer¿ safety-lok" blood collection set there were clogged/blocked cannula(s). This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "it was necessary to use 5 different needles for 5 venipunctures resulting in a traumatic action on the patient (hematomas). There were no consequences for the patient, except for the fact that given the malfunction of the device, the sampling was repeated several times with the formation of hematomas."